Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 4.4cm was returned for analysis. The portion of the lead that was returned was normal.

Event description:
It was reported that the patient had expired. The causes of death were ischemic cardiomyopathy, cirrhosis, and (B)(6). There is no known allegation from a health professional that suggests the death was related to the device.